Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the cassette returned only with the tubing separated from the heater bag port. Functional testing including leak testing and clear passage testing were performed with no issues noted. The partial cassette was positioned on an in lab set and device tested with no issues; however, the reported alarm was a max air exceeded 30166 alarm which is caused by too much air pulled from source during therapy. The heater bag tubing separating from the cassette would cause such alarm. The reported condition was verified. The cause of the condition was due to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30166 (max air exceeded) alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during dwell five while the patient was connected. During troubleshooting, it was reported that the heater line separated from the heater bag. Renal therapy services (rts) reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.